Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error and had unresponsive buttons due to moisture damage keypad trace. Further testing could not be performed due to the keypad anomaly. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt slot, cracked reservoir tube lip, and protruded/loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a button error alarm and the buttons were unresponsive. Advised the caller that the device would be replaced. No further information was provided.